Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that the tip of the instrument was broken off during insitu bending of the rod. The surgeon was able to retrieve the fractured tip. No pt complications were reported.